Manufacturer narrative:
(B)(4): batch # m92u07. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The procedure was prolonged by hours. How many minutes was the procedure prolonged? Was the post-operative care changed by the prolonged procedure? If yes, please explain. What is the current status of the patient? The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the condition of the device we are unable to investigate further the ¿replace instrument¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device failed. The device repeatedly indicated replacement blades and did not work. The device was new. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.